Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a titanium matrixmandible screw fine pitch that was placed into the mandible was fractured and broken after surgery. It is unknown if there was surgical delay. The fractured screw was then removed on (B)(6) 2019 from the plate. The broken screw pieces were removed from the patient easily. Procedure outcome and patient status are unknown. Concomitant devices: titanium matrixmandible 8h strut plate (part: 04.503.709, lot: unknown, quantity: 1). This report is for a 2.0 mm titanium (ti) matrixmandible screw. This is report 1 of 1 for (B)(4).